Event description:
Boston scientific crm received information that this right atrial lead dislodged post implant. The lead was successfully repositioned and the lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.